Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08720 inches. No unexpected battery failed, pump error 54, pump error 42, or pump error 3 alarms noted during testing however, pump error 54 , pump error 3, and pump error 42 are located in the downloaded history files due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump had multiple insulin pump error alarms. The customer's blood glucose level was over 500 mg/dl and was treated with insulin shot and insulin pump. The customer's other blood glucose level was 268 mg/dl. The customer mentioned that their blood glucose were high due to the medication. The customer was able to clear the alarm and was able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.